Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported the insulin pump got caught in the car door and the reservoir chamber and screen were broken. The screen was half black. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.